Event description:
Information received by medtronic indicated that the inpen was not recording the exact doses dialed. Customer stated that the intended dose amount and the dose amount recorded in inpen was greater than 1.0 unit. Customer stated that the difference between the dose intended and the dose logged was not always 0.5 units. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.